Event description:
It was reported that during the implant procedure this right ventricular (rv) lead difficulties extending the helix was observed. The fixation tool was removed and then helix extended 12-14 turns. The lead parameters became unstable and it was determined that the rv lead perforated the heart wall. An emergency pericardiocentesis was performed to resolve the developing tamponade.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact with the stylet returned in the lead. The helix was extended, and dried blood/body fluids were in the helix housing and trace amounts of tissue entwined in the helix mechanism. A helix mechanism test was performed and confirmed the clinical observations of helix difficulty due to dried blood/body fluids and tissue within the helix and housing.

Event description:
It was reported that during the implant procedure this right ventricular (rv) lead difficulties extending the helix was observed. The fixation tool was removed and then helix extended 12-14 turns. The lead parameters became unstable and it was determined that the rv lead perforated the heart wall. An emergency pericardiocentesis was performed to resolve the developing tamponade.